Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl range). Customer alleged pump was not functioning properly as it does not lower bg as effectively as manual insulin injections. Customer declined to provide further information and reverted to using manual insulin injections for insulin therapy.